Manufacturer narrative:
An event of "a possible valve in valve intervention" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported on (B)(6) 2012, a 21mm sjm trifecta valve was implanted. On an unknown date, a possible valve in valve intervention was being considered however has not yet been planned. The reason for the possible intervention has not been reported. It was reported that the patient was in stable condition. Additional information was been requested but could not be obtained from the medical team.